Manufacturer narrative:
Product event summary #geo event description: information received by medtronic indicated that during the procedure the extension could not be inserted into the implantable neuro stimulator (ins). Seem to be an internal obstruction. Preliminary geo assessment: -new ins -during the procedure -was replaced preliminary geo conclusion: detectable failure. (B)(4).

Event description:
It was reported the healthcare professional (hcp) could not "fully enter the extension into one of the channels" of the implantable neurostimulator (ins). It was noted there seemed to be an internal obstruction. The ins was never implanted and replaced with another device. There were no patient symptoms reported.